Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, dyspareunia, recurrence and urinary symptoms. Furthermore, it was reported that the plaintiff died. No cause of death was reported.